Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the sensor which resolved the issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red level sensor kept giving a 'not attached' alert. There was no patient involvement.